Manufacturer narrative:
Vyaire file identification: (B)(4). The o2 sensor was replaced and then the device was calibrated. Performed preventive maintenance, user verification test, and operator verification procedure according to manufacturer specifications.

Event description:
The customer reported low fio2 alarm on the vela ventilator. There is no information regarding patient involvement that was associated with the reported event as of this time.